Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased capture threshold was noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that during a follow-up appointment, on 06 jun 2020, an infection was suspected. The patient symptoms of fever and diarrhea continued. The system was explanted. An infection was not observed in pocket but the distal tip of the lead was tested and the infection was confirmed.